Event description:
It was reported that patient experienced an infection at the ipg pocket site. Patient was hospitalized for two weeks, treated with intravenous antibiotics and the entire system explanted. The infection has resolved.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Manufacturer narrative:
An infection at the ipg pocket site was reported to abbott. The patient was hospitalized and treated with intravenous antibiotics. The entire system was explanted, and the infection has resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.